Event description:
While using a holmium laser fiber 150 micron a "pop" was heard and the fiber broke in half during use. There was a smokey smell. The machine was immediately put on stand-by and the fiber was disconnected from the unit. A versiva 200 laser fiber was opened for use and during use it was observed that a tiny section in the middle of the fiber started to glow (weaken). Usage of this fiber was also discontinued. There was no harm to the pt. Diagnosis or reason for use: renal stone.